Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during the routine inspection of a synthes loan set on (B)(6) 2016, the extraction screw was found broken. It is unknown where or when the instrument became broken; however, there was no report of patient or surgical involvement. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the investigation of the extraction screw has shown that the tip is broken off (unfortunately, the broken part has not been returned). The instrument was analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. The broken device was manufactured in june 2007. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and it is likely that a heavy mechanical overloading situation during use caused the breakage (no further details are available). It is likely that the locking screw was completely blocked inside the locking thread. Maybe too strong tightening during insertion or some influence during healing process caused fretting of the screw in the plate. Therefore, it was not possible to remove the screw with the ordinary extraction set and a mechanical overload did lead to the breakage of the extraction screw. Complaint is disposed as confirmed due to evidence that part is broken, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.